Manufacturer narrative:
No report of patient involvement. Block the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Per (B)(6) database, the hospital noted the flow sensor needs to be replaced. However, there was no service record to replace the flow sensor. Legal manufacturer: hcs (B)(4).

Event description:
Per china aer database: the hospital reported loss of mechanical ventilation during pre-use checkout. There was no patient involvement.